Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from mom complications. Allegedly the patient was revised due the following mom complications: pain; metallosis (right).